Event description:
Pt was admitted to ssu for antioplasty and stent placement. Pt had successful and uneventful dilation of right iliac artery with placement of vascular stent. During dilation and stent placement in left iliac artery, the artery was damaged resulting in internal bleeding. Pt was taken to surgery to correct damage to left artery.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, inherent risk of procedure, component failure. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was not destroyed/disposed of.